Event description:
Affiliate reported that there was difficulty in removing the guide from the lumbar catheter, which permeated the catheter. A new surgery was performed the day after to replace the catheter.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.